Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The evaluation revealed an acute deposition on the inlet bearing ball. The thrombus was small and appeared to have formed in laminated layers; however, it appeared to be in early stages of development with minimal layering. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Due to the thrombus having an acute formation, it would not have contributed to the patient's elevated lactate dehydrogenase (ldh). Furthermore, the distal end of the rotor body revealed contact marks, which suggests a thrombus was present during operation. However, a specific time period for the thrombus'' presence could not be determined. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a right ventricular apical thrombus was suspected during an echocardiogram on (B)(6) 2015. No information was provided regarding actions taken at that time. In (B)(6), the patient¿s lactate dehydrogenase levels were elevated to 1100-1400 u/l from a baseline of 200 u/l at implant. A transthoracic echocardiogram on (B)(6) 2015 showed the left ventricular end diastolic diameter was 5.7 cm, the aortic valve was opening widely during every systole, and the inferior vena cava was enlarged (>2.1 cm). The echocardiogram also revealed that the patient had severely depressed right ventricular systolic function and moderate mitral regurgitation. The patient¿s ejection fraction was visually estimated to be approximately 30%. A right ventricular apical thrombus was again suspected. The patient was made status 1a on the transplant shortly after the echocardiogram. It was reported that the patient was transplanted on (B)(6) 2015.

Manufacturer narrative:
Additional information regarding post-implant history were previously reported under medwatch MFR#s 2916596-2014-02292 and 2916596-2015-00309. Approximate age of device: 3 months.no further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.